Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted there were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test was performed and passed. There was no fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The liberty select cycler machine had multiple air in cassette alarms which prompted patient to cancel treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when a new cycler arrived. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damage noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The liberty select cycler machine had multiple air in cassette alarms which prompted patient to cancel treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when a new cycler arrived. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damage noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for physical evaluation.